Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient experienced phrenic stimulation due to right atrial (ra) lead dislodged post implant prior to discharge. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.